Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that after having knee surgery the previous week and a magnet put over the cardiac resynchronization therapy defibrillator (crt-d), the patient's heart rate was varying from 30 beats per minute to 70, as measured by a healthcare provider during post-surgical rehabilitation. The patient questioned if the magnet had affected the crt-d. The device remains in use. No further patient complications have been reported as a result of this event.